Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 207 mg/dl and 487 mg/dl back to back within 10 minutes on the aviva system. Reporter also alleged obtaining another result of 154 mg/dl within 10 minutes of the 487 mg/dl result. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.